Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2020-12-14. H6: investigation summary: a device history record review was performed for provided lot number 0087324 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, the adapter component appeared to have a molding defect due to a malformation. Unfortunately, this defect was not detected during the manufacturing process. In response to this incident, a notification has been issued to all applicable manufacturing personnel to raise awareness for this potential defect. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced the catheter adapter/connector/hub being unable to connect to the mating component. The following information was provided by the initial reporter: material no: 383323; batch no: 0087324. It was reported that: the saf-t-intima and the nexus connector are stripping like a screw and just spinning, never getting tight.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced the catheter adapter/connector/hub being unable to connect to the mating component. The following information was provided by the initial reporter: material no: 383323, batch no: 0087324. It was reported that: the saf-t-intima and the nexus connector are stripping like a screw and just spinning, never getting tight.